Event description:
Livanova deutschland received a report that a heater-cooler system 3t device was found to be contaminated with saprophytic bacteria flora (>100 cfu/ml) and absence of pathogenic germs and pyocyanic during pre-disinfection water sample test. There is no report of patient injury correlated to bacteria contamination.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. G.5. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). H.9. Livanova deutschland implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. H10: livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in paris, france. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
Additional unique device identifier (UDI) number is not available for this product as it is a class ii medical device manufactured before september 24, 2016 which is the FDA compliance date to implement UDI code.

Manufacturer narrative:
H11: livanova also learned that patient was infected with pathogenic germs and pyocyanic which were however not found in the water samples taken from all the three heater cooler devices. Therefore, no causal relationship between the patient infection and the microbial contamination of the machines was established. Through follow-up communication under previous complaint from the same hospital, livanova learned that customer followed device instructions for use relating to the maintenance and cleaning of the device. Despite no evident or systematic deviation from device instruction for use could be identified in this specific case, however, the source of contamination is most likely related to location where device is used/stored.

Event description:
See initial report.